Event description:
It was reported that the patient was hospitalized after receiving inappropriate therapy due to oversensing. Patient developed a post-operative pneumothorax.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. (B)(6).